Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, "suspected/actual rupture/deflation. Correction of asymmetry, change shape/size/style". This record is for left side. Device has been explanted.